Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4: expiration date. Evaluation: the one step pads were returned to zoll medical corporation unopened and in the original packaging. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The pads were put through extensive testing using a known good device without duplicating the report. No error was found in the device log. The pads were scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.